Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 23.4 mmol/l at time of incident. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting. The customer was assisted with troubleshooting. Customer stated that the it was unknown whether the customer was using auto mode at the time of reported event. The customer was treated with manual injection for high blood glucose level. Customer did allege insulin pump was under delivering. The device will not be returned for analysis.